Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb ischemia. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced for dilatation at long inflation. However upon the initial inflation at 14 atmospheres, the pressure decreased. Angiography check was performed and it was noted that the balloon ruptured. The device was removed and the procedure was completed with another coyote¿ balloon catheter. No patient complications were reported.